Event description:
On (B)(6) 2025, a call was received from a johnson and johnson sales representative who advised a patient (pt), also a johnson and johnson employee, reported ¿extreme dryness¿ since (B)(6) 2026 while wearing acuvue® oasys max 1-day for astigmatism brand contact lenses (cls). On (B)(6) 2026, medical records were received from the pt. The pt provided a screenshot from an urgent clinic/telemed visit dated (B)(6) 2026. Diagnosis: other mucopurulent conjunctivitis, bilateral and was prescribed: ciprofloxacin 0.3% qid to the affected eye(s) for 7 days. Eye care provider (ecp) visit date: (B)(6) 2026. Chief complaint: the pt was seen via telemed appointment yesterday and prescribed ciprofloxacin to use four times daily (qid) for both eyes (ou). Va right eye (od): dva with correction: 20/20. Slit lamp exam: tears demonstrate normal surface qualities. Bulbar and palpebral conjunctiva are healthy and white. Chamber deep, free of cell and flare. Od cornea: clear and healthy. Od conjunctiva: healthy and white. Od anterior chamber: deep with no evidence of cells or flare. On (B)(6) 2026 with the receipt of the pt's additional medical information, the pt's od event was determined to be a serious adverse event. No additional medical information was provided. No additional medical information is expected. This report is for the pt's od event. The report for the pt's left eye (os) event will be submitted in a separate submission. The od lot number is unknown. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.